Event description:
Additional information received from the manufacturer representative reported that it was unknown why the electrodes were out. It was noted that the battery fade was high and the ability to deliver treatment was non-existent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was that the implant battery went dead 8 months after they were implanted. Caller shared they were getting the implant replaced in less than a month. Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had broken leads. Patient stated that in the last x-ray they had, it showed that the lead was close to the skin and that the right lead was busted. Patient also said that both of the leads had since moved and were no longer near the implant site.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75 lot#/serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3777-75, lot/serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was defective and scheduled on (B)(6) 2024.

Event description:
Information was received from a patient (pt), regarding an implantable neurostimulator (ins). The reason for call, was pt reported, they need a revision. And wants the manufacturer to cover cost, due to believing system under warranty. Patient services (pss) was unable to locate patient's registration. Pt stated, last year in they got ahold of a manufacturer representative (rep), who was on the phone with them for hours. Even on a holiday. Pt explained, when they finally met up with the rep, and they hooked them up to their little do-hickey. They had it came out, that the battery is messed up and the wires on the right side of their neck are broken. Pt noted, when they turn on the unit to get a little bit of relief, it twists the muscles in the neck on the right side like they have turned up a tens unit. Pt said rep had suggested, pt address issues with implanting surgeon for a revision/replacement. Pt commented, they had attempted to go through medicare. However, the healthcare provider (hcp)  does not accept medicare. Now that they are getting down to the wire coming up. It is going to be a year that they have had a new warranty one this unit. Pt stated, the hcp is the only physician in their state who is qualified to do the wire revision. Pt said, they needed the manufacturer to foot the bill to get "this thing fixed". Pt mentioned, the unit went bad a year after being implant. Pt indicated, they had hooked up with and was working with a different rep who was supposed to take care of the whole thing. But he fell off the map. Pt said, they had spoken to someone else who said they left the company. So another girl was going to help them out, then they disappeared. Pt declared, they got so pissed off, that they just let the battery stay dead (after two years of trying to get someone through the manufacturer to help them, they got pissed off and just let it go). Pt announced since the whole thing was supposed to still be under warranty, they wanted it taken care of and done asap. Pss redirected pt to their hcp. And also sent an email to field reps for assistance. Pt implied the hcp wanted nothing to do with them. And did not know pt had medicare when they went to see them a couple of months ago. Pt said, they were unable to see the doctor (>&<). Office manager told them to go through the manufacturer. Pss reviewed the following: the scs system is prescriptive and was sold to their physician. Hcp needs to determine, if there was an issue with the lead and if they suspect the product/lead was defective. Then the lead will need to be explanted. And sent to the manufacturer for analysis. Additional information was received from a manufacturer representative (rep). The rep reported, that their teammate met with patient today and once interrogated battery, discovered bad connections on electrode 0,1,2 ,3,7 and 12, as well as impedance 10,000 on electrode # 1,3,7, and 12 for their leads. Rep called in to discuss next steps regarding this patient. Rep met with pt today and will be forwarding information (pictures and files) from the visit today. Pt is looking for reimbursement and/or costs to be covered for the replacement of the ins claiming device never worked since implant. Rep indicated, that ins will only hold a charge for 15 mins, impedance measurement shows leads need to be replaced. Ts will send info to contact that works with these requests.

Manufacturer narrative:
D10: other applicable components are the leads. Product ID: 3777-75, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.